Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue arose again, which the caller acknowledged and understood.